Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the system had issues with the endoscope manipulation. The endoscope was in arm 2 and the surgeon was saying that the vision side cart (vsc) screen looked fine but when the surgeon was trying to manipulate the camera horizon, it was moving on its own. Prior to calling in, the customer attempted to take off the endoscope and reseat the sterile adapter, but the issue remained. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the onsite cable be plugged in and upon connection to the system, the tse observed an error 22020 in the logs. The tse advised the customer to remove the endoscope, cancel the guided tool change and retry the endoscope. The tse advised that if that troubleshooting does not work, then to try a backup endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope did not move in a non-intuitive way. The issue was with the camera horizon. The issue was resolved when a spare endoscope was used and the procedure was completed robotically. No further issue was noted in any other cases.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. A spare endoscope was used to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Site informed that the endoscope will be returned to isi. A follow-up MDR will be submitted if the endoscope is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion during horizon manipulation. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.